Manufacturer narrative:
(B)(4).

Event description:
It was reported that, on start up a 840 ventilator generated a loss of communication diagnostic message. The patient was removed form the ventilator and manually ventilated via an ambu bag. The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb). The ventilator passed self tests.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.